Event description:
It was reported during a central line insertion procedure, that the clinician utilized a catheter-over-needle component from a double lumen central line kit to obtain femoral arterial access. The catheter portion was left indwelling within the femoral artery. While attempting to secure the catheter using the suturing components included in the kit, the catheter was severed at the hub, resulting in a retained catheter fragment within the patient's femoral artery. The patient subsequently underwent surgical intervention for retrieval of the retained catheter, which was successfully removed. The patient was reported to be fine and doing well following the procedure.

Manufacturer narrative:
(B)(4).